Event description:
It was reported that there was an under infusion event on an adult patient. Fluid amounts and rates were adjusted to complete the infusion. No further information is available.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of an under-infusion was not confirmed during a review of the logs or during testing. Results from a review of the pump module event log identified a basic infusion programmed at 5:48:37 pm on (B)(6) 2020. The infusion then completed to kvo at 6:49:32 pm. A timed rate accuracy test performed on the returned pump module found the device in good working condition and delivering fluid within specification. The device was being used for treatment. Device inspection: pump module external and internal inspection noted the following observations: both iuis connectors were observed to be dull. Root cause analysis: the root cause of the customer¿s complaint that when there was 400 ml still left to infuse was not determined. Testing demonstrated customer¿s pump module to be working as intended and in specification. Results from a review of the pump module event log identified a basic infusion programmed at 5:48:37 pm on 21 january 2020, with the rate of 999ml/h and a vtbi of 1000ml and was started. The infusion completed to kvo at 6:49:32 pm. Device history review: review of the pump module sn (B)(6) service history record showed the device had a manufacture date of 24sept2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 05oct2020 and indicated that this device has been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an under infusion event on an adult patient. Fluid amounts and rates were adjusted to complete the infusion. No further information is available.